Event description:
N/a.

Manufacturer narrative:
The device history record (DHR) of fg lot 4357050 was reviewed and no anomaly was found during the manufacturing process of lot performed at integra-añasco that could cause or be related with the reported condition. The sample unit was used and discarded; therefore, no sample was returned for evaluation. Failure analysis: the failure analysis was not possible because the product was not returned for evaluation. However, one unit of lot 4357050 was held for retain sample. The unit was visually inspected and dispenser box, tray, sealing area, and sponge were in good condition: no anomaly was observed. The sample was submitted to the microbiology laboratory for bet testing, as requested by crb. The results of the tests were satisfactory. Root cause: the latest information provided clarifies the following: "the patient also presented an infection at the wound site, with the finding of "enterococcus", but it was subcutaneous and far from the surgery site (according to the doctor, it is not related to duragen standard).¿therefore, based on the location of the infection in relation to the surgery site, the attending doctor discarded the duragen unit as the cause of the infection. Also, based on the documentation review and satisfactory results of the retain sample evaluation it is determined that there is no indication to suggest that duragen was the cause of the infection observed. There are controls in place during the process such as gowning practices, manufacturing/packaging controlled-rooms, area and product monitoring, and validated overkill approach sterilization cycles to prevent this type of events.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported infection after duragen placement to treat a head trauma after an accident. The patient had local brain inflammation after the procedure and had to undergo a reoperation due to infection at the wound site ("enterococcus"). The infection was subcutaneous and according to the doctor, not related to duragen. It was also reported the patient had cerebral alteration with epilepsy and seizures. The patient had no history of seizures and he continues to have seizures that are being treated by neurology and neurosurgery together. The duragen was removed and not replaced. Currently, the patient is at home and stable, but not fully recovered. The doctor is unaware of patient's history of allergy or hypersensitivity to bovine or collagen products.